Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level 27 mmol/l. Customer was using insulin pump within 48 hours of reported event. Customer was using auto mode on insulin pump. Customer alleged that insulin pump was under delivering. Customer did all troubleshooting. Device will not be returned for analysis.